Manufacturer narrative:
The review of the x-ray confirms a broken nail. Product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown pfna nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Unknown date in (B)(6) 2016. Explant procedure planned for (B)(6) 2017; it is unknown if that procedure occurred or not. If the device was explanted as planned, the complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The 510k: while the part number is unknown, pfna devices are not distributed in the united states, but are similar to devices marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a fracture of a proximal femoral nail anti-rotation (pfna) nail occurred. The implantation took place in (B)(6) 2016. The revision surgery was planned to take place on (B)(6) 2017; it is unknown if that procedure occurred as planned or not. No information about patient status. This report is for an unknown pfna nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6); (B)(4) lot unknown; device was reportedly explanted; it is unknown if that occurred on (B)(6) 2017 as planned or on another day; device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted the device was scrapped at the hospital after explant. It was also noted that the affected side was the left side.